Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4) .

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure a system message was displayed and there was no irrigation. The case was completed after changing the software. There was no harm to the patient. Additional information was requested and received.

Manufacturer narrative:
The customer reported that the system displayed a software related system message (sm) during surgery. The system was restarted and the procedure was completed. There was no patient harm. However, the customer had a ¿reservation about the function of the continuous irrigation¿ although there was no problem with the irrigation. The company service representative examined the system and confirmed the system message (sm) [software error] reported in the event log. The company service representative checked the system but did not replicate the sm or irrigation issues. The system was then tested and met all product specifications. The system was manufactured on march 9, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).